Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report a spot of ink on the display screen. Customer's blood glucose reading at the time of the incident was not included in the report. Product is being returned and replaced.

Manufacturer narrative:
Findings: unit received with partial gray display with white horizontal line segments due to cracked lcd glass. Unit also received with minor scratched lcd window and cracked retainer.